Manufacturer narrative:
This is follow up #1 and final report issued to include additional information as a result of receiving the devices back for evaluation. Upon visual inspection and microscopic analysis, it was found that three out of four closed body set screws exhibited damage on the rod contact surface which is inconsistent with optimal rod placement. This likely contributed to the rod disengagement at the connector. The surgeon reported that an infection may have also contributed to the rod pop out. By receiving additional information about this case, k2m also learned that original surgery was (B)(6) 2014 and patient had to be revised on (B)(6) 2014 due to a tlif ii cage that was used as an oblique cage and backed out post-op. It was replaced with a proper aleutian an oblique cage during the revision. The cage backing out of the disc space is due to misuse. The tlif ii cages are not intended to be used as lordotic an cages. Both, the common implant/instrument risk analysis, risk-000 rev 5: pha lines (B)(4): cage backs out and the mesa risk analysis, risk-004 rev 3: pha, lines 1 and 2: screw slips on rod, were reviewed. The risk/phl's mentioned address the scenario's described in this case. The probability and severity associated with these hazards are found to be accurately assigned and no edits are required. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The surgical technique guide and IFU are accurate and available to the surgeon and no edits are required. The initial reporter indicated that the patient is fine and no further follow up needed. This follow-up/final report is issued to add/modify the information corresponding to the following sections: implantation date: (B)(6) 2014. (B)(4).

Event description:
Patient was revised reportedly due to dissengament of the rod from the parallel connector.

Manufacturer narrative:
Patient was revised on 10/10/2014 reportedly due to disengagement of the rod from the parallel connector. X-rays were available for review. There was infection present which could have destabilized the construct. Physician cleared out the infection and replaced the construct. The explanted parts were returned to manufacturer but evaluation has not begun. A review of the manufacturing and inspection records was performed and there were no discrepancies found. No firm conclusions can be drawn as to the cause of the incident at this time.